Manufacturer narrative:
(B)(4). Batch # n5634c. Additional information was requested and the following was obtained: what were the indications for surgery? Patient¿s pre op diagnosis: sigma carcinoma who fired the device and what is his/her experience? No information. Were the forces to fire higher or lower than expected? During firing of the device the force was not as usual. Not further specified by the customer. Did the healthcare professional receive audible & tactile feedback when firing the device? The characteristic cracking noise during firing was detected. The event indicates ¿after firing, anastomosis was incomplete during test, took stapler, same problem.¿ what test was done? A leakage test was performed (air and methylene blue). The staple line was partially insufficient at 6 o¿clock. No staples were visible here. All other staples showed the proper b-form. Where in the green range was the indicator located prior to firing? The orange indicator was located in the lower third of the green range prior to firing. When was the safety released prior to firing? No information. What is the current patient status? Actual patient condition is unknown the analysis results found that the sdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colon procedure, after firing anastomosis was incomplete during test, took new stapler, same problem, sutured by hand, ileostoma temporarily, no further information is available.